Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of no telemetry and no output were confirmed. The device voltage was at end of life (eol) level upon receipt. Device code was installed and electrical testing was performed with external power supply; no anomalies were noted. Assessment of total projected longevity was performed, and the device was noted to have premature depletion. The battery was analyzed by the manufacturer and no anomalies were noted. Further analysis performed with a known good battery was normal and the premature battery depletion noted in the field is consistent with a latch-up to an integrated circuit (ic) on the hybrid.

Event description:
It was reported that the patient presented in clinic where it was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited failure to be interrogated and no pacing output. No intervention was performed. The patient had no adverse consequences due to the event.